Event description:
During a follow-up, noise resulting in over-sensing episodes were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.